Event description:
It was reported that a screw is pushing through a resonate plate post operatively.

Manufacturer narrative:
The device was unavailable for evaluation as it remains in the patient. It was reported that a screw is pushing through a 4 level resonate plate at c3-c7 post-operatively. The date of original surgery was (B)(6) 2024. The issue was discovered (B)(6) 2024 via an x-ray taken after the patient was flipped for a posterior fusion c2-t1. The x-ray image provided reveals a full screw in the c4 vertebral body, advanced through the plate. The screw was reported to be a 14mm screw which was reportedly placed by the resident surgeon. The technique used was to prepare the hole for the screw with a 12mm drill using power. No determinations could be made as to the cause of the reported issue.